Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. Further investigation found that the instrument had various scratch marks with light material removed on the main tube. The scratch marks were 0.034" - 0.380" in length and were not aligned with the tube axis. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis. Review of the provided image by a regulatory post market surveillance analyst is consistent with the broken wire that was reported.

Event description:
It was reported that during a da vinci-assisted benign total hysterectomy surgical procedure, the mega needle driver had a broken wire at the end of the instrument. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no fragment fall into the patient and the patient has not returned to the hospital.